Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was greater than 500 mg/dl. The customer has not yet taken any action to address the bg. A cartridge change was performed resolving the issue

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.